Event description:
It was reported that during the implant procedure, the lead was attempted to be implanted but the patient's venous access preventedthe lead from advancing to the subclavian vein. After withdrawing the lead from the body, the helix was unable to extend. A different right ventricular lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the lead was attempted to be implanted but the patient's venous access prevented the lead from advancing to the subclavian vein. After withdrawing the lead from the body, the helix was unable to extend. A different right ventricular lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was received, analyzed, and analysis found that the helix was bent. It was also noted that the distal end of the leadwas covered in blood and the lead appeared to be damaged at implant. (B)(4).